Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on (B)(6) 2019 medical treatment was required. Based on the information received, aso opted to file an MDR. As of 01/16/2020 returned product and retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report on (B)(6)2019 consumer reported the bandages caused chemical burn on her son's neck. The consumer stated the issue was with the pad area. On (B)(6) 2019 consumer stated on returned cir that she sought medical attention for her (B)(6) year old son.